Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Date of issue is an approximation. The patient was driving on the on ramp of the freeway and became unconscious and rolled the car off the road into the bushes. It was indicated that the patient did not feel vibration or hear audio alert from their receiver prior to becoming unconscious. The paramedics found the patient at 2:00pm and checked the patient¿s blood glucose that was reading 32mg/dl. The patient was treated with intravenous (IV) drip of glucose. When the patient came to, he was taken to the hospital where an IV drip of glucose was also given to the patient. The patient was monitored until 6:00pm and was released from the hospital when he was in stable condition. No additional patient or event information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed, and no defects were found. The receiver was charged and successfully booted up. A review of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed, and the test passed. The receiver cause was opened for further evaluation and the internal visual inspection passed. An audio/vibration test with the global receiver communication tool was performed and the tests passed. A try-it for test alert/alarms was performed and all tests passed. A speaker audio intermittent test was performed, and the test passed. The speaker resistance was measured, and the resistance was within specification. The reported intermittent vibration was not confirmed. A probable cause could not be determined.